Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Initially, the patient was not hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. On the same day of onset, the patient began treatment with levaquin 500 mg, every other day (route unknown) for the peritonitis. Four days later, the patient was additionally prescribed intraperitoneal (ip) gentamicin (dosage information unknown) for the same peritonitis event. Eleven days after initial onset, the patient was admitted to the hospital for coffee ground emesis, which was considered a manifestation of the peritonitis. Intravenous gentamicin was discontinued thirteen days after the initial treatment. It was unknown if treatment with levaquin was ongoing. The patient was still hospitalized at the time of this report and it was unknown if pd therapy was ongoing or the recovery status. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.